Event description:
It is reported that the patient is experiencing pain in the hip, groin, buttock and lower back.

Manufacturer narrative:
This report will be amended when our investigation is complete.